Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #:(B)(6) ubd: 01-jul-2022, UDI#: (B)(4)h3. Analysis of the communicator found no anomalies were visually observed. Charged device 2 hours and it still did not turn on. Tm90 recharging circuitry is damaged (micro usb port bracket broken and burnt l3 on charge board) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. The patient's representative reported that as of a couple days ago, the patient¿s communicator went out and was dead. They tried plugging the cord in a different outlet, but it did not turn on or recharge, so they could not deliver a bolus now. During the call, the caller tried using a different cord but verified it did not charge. A replacement communicator was requested from the repair department because the communicator would not recharge.